Manufacturer narrative:
Evaluation code: brake cam.

Event description:
It was reported by service report that the stretcher brakes would not stay locked and the fowler cylinder is leaking fluid. No patient involvement or adverse consequences are reported.